Event description:
The customer reported that battery does not charge anymore, the mains indicator is on. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.